Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument to perform failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection displayed the instrument's main tube to be bent. As a result, the instrument was unable to be tested. The instrument was placed on an in-house system but failed to engage with the system due to its damage. The instrument was unable to be tested for functionality. The damage is located in multiple locations of the main tube. A system log review was performed and revealed that the synchroseal instrument was used for about 44 minutes. There were 2 coag events with no errors, 57 seal events with 1 each of high initial starting impedance and ¿blank¿ errors, and 60 transect events with no errors were seen. The logs show 1 high initial starting impedance error but that is likely for the other synchroseal used in this procedure. The logs also show a ¿recoverable error: sys estop seal¿ at around the same time as that of the ¿blank¿ error in one of the seal events. This or the high impedance error could potentially be related to the sealing complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument did not seal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument did not function during the procedure. Specifically, the synchroseal instrument was unable to seal properly or adequately, though the issue was not related to delayed sealing. The cut function worked as intended, and an audible tone was heard during the sequence; however, the seal cycle complete audible tones were not heard. As a result, the tissue was cut even though it was not fully sealed. No bleeding occurred related to the synchroseal issue. The customer replaced the instrument and was able to continue the procedure.